Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. Customer¿s blood glucose was over 900 mg/dl in the hospital. Customer was in the intensive care unit. The insulin pump will not be returned for analysis.